Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. After receiving the alarm, the customer would clear it and resume insulin delivery. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.